Event description:
Boston scientific received information that this right ventricular (rv) lead perforated at the wall of the heart. A pericardial centesis will be needed for this rv lead perforation. This lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.